Event description:
Safety cap that covers the red needle end was removed and appeared to be stuck inside the case [device issue]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of event device issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 08-apr-2025, amneal pharmaceuticals received information from nurse via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector (lot no: g240606x, expiration date: 31-dec-2025) (ndc, serial number, dose, frequency and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that patient has a defective product. While removing the epinephrine auto-injector from the case, the safety cap that covers the red needle end was removed and appeared to be stuck inside the case. The second auto-injector did not have this problem. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of event of device issue and no adverse event were unknown. The reporter did not assess the causality of event of device issue and no adverse event with epinephrine. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 23-apr-2025. New information received includes qa investigation report, attached with this case. On 08-apr-2025, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3mg g240606x exp dec 2025, when removing the epinephrine auto-injector from the case, the safety cap that covers the red needle end was removed and appeared to be stuck inside the case. The investigation complaint sub-type based on the complaint information was determined to be defective injector a cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for lot g240606x exp dec-2025. After reviewing the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm, but rather an isolated incident. The (B)(4) captures the failure mode for the reported complaint, all in-process testing on 500 units met acceptable criteria, all 52 two-pack retains met acceptable criteria, and there was no anomaly noted during the review and firing of the retain sample for sdeai lot g240606x there were no deviations or discrepancies found during assembly and packaging of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria based on testing of 50 composite units before release and distribution. The root cause of the defective injector complaint is unknown due to insufficient information from the complainant. There have been no other complaints reported for lot g240606x for the past 24 months. This is the first complaint reported for lot g240606x with complaint defect unconfirmed. There have been 36 other, similar complaints reported in the complaint category defective injector in the past 24 months. ((B)(4) two-pack devices released). Complaint frequency for defective injector is (B)(4). Each lot of cpjt is used to manufacture a single lot of sdeai, and only one lot is issued to the production line at a time. Every sdeai lot has both in-process and final release criteria, and all lots manufactured by pmm met these criteria, indicating they did not contribute to the reported defective injector complaint. Note complaints are assigned the sub-type defective injector when event details are insufficient to determine a more specific complaint sub-type. After extending this investigation into other released batches of sdeais, the review of the other batches, for complaint category defective injector, showed all were not confirmed representing a 0 percent occurrence for confirmed complaint occurrence. The associated devices were fully functional and operated as intended, per design specification. In addition, the review of the past annual product report (apr) does not show cause for concern, no stability review required, and no anomalous trends identified, per this complaint and other associated complaints within the same complaint category. The review for defective injector was not confirmed following the assessment of the retained sample investigation. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. The 2-pack carton, device wrap label and pi/pil - patient information/patient information leaflet (instructions for use), were reviewed to ensure there are proper instructions for the user to follow based on the complaint of needle did not come out during the use of the product. The 2-pack carton and device wrap label instructions have pictorials and written instructions as per the below IFU. Based on the review of the pi/pil there are adequate instructions related to proper administration of the device. The wrap label on the auto-injector and the and the 2-pack carton have adequate instructions and images, for administration of the auto-injector. After review of the instructions for use the instructions clearly detail the steps for preparation of the device prior to use, therefore there are no required changes. All instructions for use have been approved by the FDA. Due to the lack of critical information and the complaint sample was not returned, this report could not be confirmed, a root cause related to ¿defective injector or user error could not be determined. Investigation summary- complaint category: defective injector product: epinephrine injection, usp auto-injector 0.3mg, lot: g240606x exp dec-2025. An investigation was conducted in response to a complaint categorized as defective injector associated with the epinephrine auto-injector. Due to the lack of critical information and the complaint sample was not returned, this report could not be confirmed. A comprehensive review of all in-process controls and final release data from phillips-medisize for all lots manufactured demonstrated full compliance with applicable specifications and approved batch records. There were no anomalies or deviations noted during manufacturing, assembly, or packaging that could have contributed to the reported complaint. Labeling components, including the instructions for use (IFU), were reviewed and confirmed to clearly depict the proper preparation method through both images and verbiage. The investigation found no evidence linking the manufacturing process, assembly, or packaging to the reported failure. Due to the absence of a sample and sufficient event details, the complaint could not be confirmed and a definitive root cause, whether device-related or due to user error could not be determined. The subject lot released to the market was produced in accordance with current approved specifications and procedures. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of event of device issue and no adverse event were unknown. The reporter did not assess the causality of event of device issue and no adverse event with epinephrine. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.